Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The patient's expiration was reported under medwatch MFR report # 2916596-2014-01575. This report is regarding the patient's pump exchange.

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus. Additional information also included indicated: hemolysis: yes. Heart failure: yes. Intravenous anticoagulation: yes. Device malfunction: n. Patient non-compliance: yes. Sub therapeutic anticoagulation: yes. The additional information also indicated that the patient expired on (B)(6) 2014. Primary cause of death nervous system: neurological dysfunction. Device function normal: n.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The hospital's perfusionist reported that the pt presented with elevated power, low pi and +++ for his flow. It was also reported that the event history showed low flow alarms, and pump stops. The pt was short of breath with chest pain. It was suspected that there was pump thrombus. A decision was made to exchange the pt's pump. The vad coord also reported that the pt's ldhs were elevated prior to the pump exchange. She was uncertain of any other factors that could have contributed. The pump is currently in the center's lab for testing and will not be returned for eval. Pictures were provided to the manufacturer of the pump and outflow showing where a majority of the pump was clotted. The vad coord stated that with her stethoscope she was able to hear the pump with abnormal sounds.

Manufacturer narrative:
The device was retained at the ctr and was not available for eval. Two photographs were submitted showing the sealed inflow conduit and the sealed outflow graft occluded with blood; however, the texture could not be determined from the image. The pump inlet stator appeared to be occluded by a deposition of denatured blood. The cause of the deposition could not be determined. A review of the device history records revealed the pump met all applicable specifications upon product release. No further info is available at this time. The manufacturer is closing its file on this event.